Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that this was their second replacement insulin pump because they never receive low battery warnings. The customer sometimes received low battery warnings and after a few seconds the insulin pump powered off. The insulin pump alarmed off no power. Customer's blood glucose level was 14.2 mmol/l. It was the second occurrence of the off no power alarm in less than 24 hours after a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No low battery alerts or off no power anomalies noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners.